Manufacturer narrative:
This problem is known to us. We have improved the product causing this error to no longer occur. In a review of this complaint the source of the air bubbles is not known. The root cause is vi-o ring. If it is macro bubbles it can harm the patient seriously, hence considered reportable. The possible harm is injury by microbial, viral or prion infection (patient harm). No sample was returned, therefore unable to confirm this complaint. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4).). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been provided. This complaint is now closed.

Event description:
A report has been received of an event that occurred in (B)(6). The bubble came out from the cutter port. Would it be possible to investigate carefully and let us know the cause? There is no further information and all has been disclosed.